Event description:
Patient had two alarms on - personal and bed alarm. Pt had taken gown off, so the personal alarm did not sound. However, when he got up, the bed alarm did not sound - patient found on floor - assisted back to bed - no injuries.